Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed and reproduced the door not fully latched alarm. It was determined that the force required to secure door is above expected levels and if not applied will cause unit to alarm door not fully latched. As a result, the door hooks have been adjusted.

Event description:
It was reported that when a spectrum pump was powered on, a door not fully latched alarm was observed. This occurred in the med/surge care area. There was no pt involvement.